Event description:
It was reported by the customer that a pyxis medstation system drawer failed. The customer reported that users were unable to pull meds only for that specific drawer. However, they were able to retrieve medications from a different station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-dec-2022 to 30-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The pharmacy recovered the failed drawers. The field service engineer examined the station, and all tower doors now seemed to be functioning properly in the medical application. No issues were identified with the station at this time. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. Field service engineer the station was examined, and all tower doors now seemed to be functioning properly in the medical application. No issues were identified with the station at this time. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed. The customer reported that users were unable to pull meds only for that specific drawer. However, they were able to retrieve medications from a different station. There were no adverse events or injuries reported based on this incident.